Event description:
Customer alleged blood glucose results of 295 mg/dl, "in the 300's" mg/dl, "in the 400's" mg/dl, and "in the 200's" mg/dl when testing was performed back-to-back on the compact plus system. Customer did not have symptoms and did not report treatment or action based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.